Manufacturer narrative:
This report is submitted on july 15, 2024.

Event description:
Per the clinic, the patient developed an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics.